Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump failed leak test the insulin pump leaked at the keypad overlay edges. However, all of the buttons were responding properly. No damage or moisture damage was found on the keypad assembly, no unlocked keypad connector and no stuck button alarms or button keypad anomalies noted. The insulin pump was monitored for two days and no blank display or blinking display anomalies noted. The insulin pump was missing display window cover, cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay also, with peeling keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm and a blank display on the insulin pump. Customer's blood glucose was 10 mmol/l. Customer stated the display is currently blank but the pump was alarming. Customer stated that the battery compartment connectors were not damaged and appeared clean. Customer has cleaned the battery cap and the battery compartment. Customer stated that the power loss alert appeared. Customer stated that she received a stuck button error alarm prior to the blank screen. Customer tried to insert another battery to check the alert history but it did not help and the screen is still bank. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that the pump will be replaced.